Manufacturer narrative:
While the stent delivery system (sds) was being advanced through the sheath introducer it was reported that resistance was encountered. At this time the stent dislodged from the sds and lodged inside of the sheath introducer. It did not enter the patient's vasculature. The stent and the sheath introducer were withdrawn as a unit and another stent and sheath introducer was used to complete the procedure. The target vessel, right iliac artery, was described was having severe calcification, severe tortuosity and a 95% stenosis. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan, including stent retention values. With the limited amount of information available and without the return of the product or films of the procedure it is not possible to determine the relationship between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Event description:
During a stent placement procedure to the right iliac artery, there was resistance encountered between two palmaz (p2908e) stent delivery systems (sds) and the sheath introducer (britetip sheath 401723m) and the stent began falling off the sheath introducer. Therefore, the stent was withdrawn from the patient within the sheath introducer and another stent and sheath introducer was used for the procedure. The target vessel was approached ipsilaterally. The products were advanced to the lesion over a radifocus/terumo guidewire. The vessel had severe calcification, severe tortuosity, and 95% stenosis. The product was clinically used without any adverse consequences to the male patient.